Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient was implanted with an adjustable pressure shunt due to hydrocephalus. In (B)(6) 2020, the patient developed symptoms of headache and discomfort.